Event description:
The reported cases involved vitrectomy, followed by fluid/air exchange and then c3f8 administration. Standard 24-hour post-surgical evaluation detected elevated intraocular pressure, which subsequently had to be relieved. Problems were found in four out of approx 30 cases performed over the past several months.